Event description:
A caller reported experiencing multiple occlusion alarms, but cts was unable to verify the alarm number in the pump history. The caller did not specify whether the occlusion event had previously caused the customer¿s blood glucose level to exceed 500 mg/dl, and the exact impact on blood glucose levels was unknown. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin use. Although the caller indicated they had experienced similar issues in the past, they declined further assistance from cts and stated they would contact clss themselves. The case was subsequently closed by cts.